Manufacturer narrative:
The review of provided data highlighted that during the night (B)(6) 2023 the device platinium vr sn (B)(6) triggered the alert for the shock the patient received on 18 august 2023 but no rf communication occurred to send the alert to the website and therefore alert the healthcare team. The lack of rf communication can be due to: - the patient was not at home when the home monitor was at home, - the patient was not closed enough to its home monitor, - the rf conditions were too bad. Recommendations: - check if the patient was out of home when he/she got the second shock in august - if the patient was at home, you could ask him/her about the localization of his home monitor at home, it should be closed the place the patient sleeps at night. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the device applied a shock on (B)(6), and the smartview web did not send it.

Event description:
Reportedly, the device applied a shock on (B)(6), and the smartview web did not send it.